Event description:
It was reported that during a hallux valgus correction surgery the anchor tore out of the bone. After the surgeon was able to fixate the implant on the metatarsal the button became loose. The surgeon was able to retrieve the button and the sutures but the anchor remained inside the patient. The surgeon was finished with a different device which was placed more distal.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint is not confirmed. Visual inspection identified that no anchor or photo provided was returned for investigation of the 3.5 mm mini tightrope¿ ft. The button returned had scratched, and no issue was found with the driver. The method used to prepare the bone, as well as the bone quality encountered, were not recorded. Functional testing was not performed due to the missing components.